Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed "battery maintenance required" was displayed. The battery run time test failed at 12 minutes. The logs revealed fault 35, battery run time fault. The battery assembly was opened and corrosion was noted on the terminals and the batteries were warm to the touch. Both batteries were replaced. The stm then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery error. The hospital biomedical engineer later advised that when the end user turned on the iabp for a daily equipment check, the unit displayed a "battery maintenance due" message there was no patient involvement, thus no adverse event was reported.